Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during the dwell cycle 3 of 4 of peritoneal dialysis (pd) therapy. The patient stated that an unused supply line clamp was open with the cap on. The patient was to either continue therapy manually or with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.